Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the patient was connected during priming. The lot number is unknown therefore a batch review was not performed. Labeling review finds the labeling adequate for the use error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted global technical service (gts) and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) during initial drain. The home patient (hp) stated they may have connected during prime. The hp was going to start over with new supplies. Gts told the hp she needed to contact her nurse regarding the air alarm. Product surveillance spoke with the hp's nurse on (B)(4) 2010 regarding the reported problem. The nurse stated that the hp had called and they went over proper procedures. There was no patient injury or medical intervention associated with this event.